Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the apical cuff and the pump housing could not be confirmed through this evaluation, and a specific cause for the reported event could not be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2021, when the patient ultimately expired. Per patient outcome information, the patient expired due to amiodarone lung and encephalopathy. The death was not ventricular assist device (vad) related. The pump operated as intended, and no autopsy was performed. (B)(6) was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation medications in the event that there is a risk of bleeding. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2021. Review of the left ventricular assist device (lvad) assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through that the patient passed away due to amiodarone lung and encephalopathy. It was reported that the patient's outcome was not device related, the death was not ventricular assist device (vad) related. The vad parameters were normal at the time of death and the vad was functioning as intended. The pump would not be returning for analysis and no autopsy would be done.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent bleeding with each heart beat between the standard apical cuff and pump housing despite confirming that the purple locking mechanism was properly engaged. At this point, the patient was already weaned off bypass and the cannulas were removed. The pump was gently rotated in an effort to develop a better seal, but this did not improve the bleeding. The pump was carefully unlocked from the apical cuff and the pump was rotated slightly then relocked to where the yellow line was no longer visible. This did slightly improve the bleeding. Factor vii was given and after roughly one and a half hours of bleeding it slowly resolved. The patient's coagulations were not out of range and the thoracotomy incision was successfully closed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of bleeding between the apical cuff and the pump housing could not be confirmed through this evaluation, and a specific cause for the reported event could not be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that there was persistent bleeding with each heartbeat between the standard apical cuff and pump housing, despite confirming that the purple locking mechanism was properly engaged. The patient was already weaned off bypass and the patient¿s cannulas were removed. The pump was gently rotated to develop a better seal; however, the bleeding did not improve. The pump was carefully unlocked from the apical cuff, rotated slightly and relocked, which slightly improved the bleeding. Factor vii was given and after approximately an hour and a half, the bleeding slowly resolved. The patient¿s coagulation levels were not out of range and the thoracotomy incision was successfully closed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2021, when the patient ultimately expired. Per patient outcome information, the patient expired due to amiodarone lung and encephalopathy. The death was not ventricular assist device (vad) related. The pump operated as intended, and no autopsy was performed. (B)(6) was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation medications in the event that there is a risk of bleeding. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.